Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal

Event description:
It was reported that the remote monitoring system for this implantable cardioverter defibrillator (ICD) recorded a red alert fault code 1003, which is part of the safety architecture of the device and is indicative of battery voltage too low for the projected remaining capacity. Technical services explained the fault code could be indicative of premature battery depletion. A safe battery replacement interval was calculated at 90 days. This device was subsequently explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device was subsequently returned for analysis.

Event description:
It was reported that the remote monitoring system for this implantable cardioverter defibrillator (ICD) recorded a red alert fault code 1003, which is part of the safety architecture of the device and is indicative of battery voltage too low for the projected remaining capacity. Technical services explained the fault code could be indicative of premature battery depletion. A safe battery replacement interval was calculated at 90 days. This device was subsequently explanted and successfully replaced with a new device. No additional adverse patient effects were reported.